Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-50618. It was reported that the leads were explanted for unknown malfunction. During the procedure, it was noted that the lead helix was not working. The lead was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray examination were normal, with no anomalies found. The cause helix mechanism issue was isolated to the helix being clogged with blood.